Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer changed cartridges and resumed insulin delivery to address bg level.